Event description:
It was reported that the pk dissecting forceps instrument has a broken cable towards the forcep. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire broken at the yaw pulley exit. The yaw pulley is missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw, possibly creating excess tension on the wire causing it to break. Engineering also observed the distal end of the main tube has a 1.5" long section with material removed on one side of the tube. Based on the location and appearance, the damage may have been caused by a cannula accessory. Various small scratches were also observed, not aligned with the tube axis, below the damaged distal end area. No other damage was found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.